Event description:
It was reported that the pt was slow vt with variation in the rate right below the vt cutoff. The device withheld vt therapy due to bigeminal avoidance. Doctor wants this rhythm to get therapy, so reprogramming was discussed.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.